Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported issue was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to the age of the device the reported event is likely due to age-related wear. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. Also, an update has been made to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue occurred during an unspecified diagnostic procedure. The subject device was inspected prior to use and no abnormalities were observed. The first set of foot pedals still did not work after switching the pedals to another port. After changing to a second set of foot pedals, the issue was not resolved. For the duration of the procedure, the second set of pedals had to be physically held in the port to work. Although there was a 15 minute delay to change over to the second foot pedal, the procedure was completed successfully using the same device. It is unknown if the patient was under spinal or general anesthesia at the time of the event. It was confirmed that there was no patient or user harm caused by the reported issue.

Event description:
It was reported that during a procedure, the connection was loose/damaged. A second pedal was used but the issue still occurred. When a nurse held the cable in place, it was fine. The cable had to be held by the nurse for 1 hour in order for the unit to work. The issue delayed the procedure for 1 hour. When asked if the delay was clinically relevant, the customer reports it is unknown. There was no reported patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.